Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ this report is number 3 of 4 mdrs filed for the same event (reference 1825034-2015-03914 / 03917).

Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6) 2010 and left total knee arthroplasty on (B)(6) 2011. Subsequently, patient experienced restless leg syndrome which surgeon believes may be related to cobalt-chromium leaking into system. The patient is not planning to revise the implants.